Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that x-ray was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. When the user attempts to release x-ray, the selected focus fails. The system detects the failure and aborts the x-ray generation. The user is informed of this situation via an error message and is then able to switch to the next focus manually or the system automatically switches to the next larger focus after 3 repeated attempts to release x-ray. In this case, the system switched automatically, and the user was informed of the action taken by a message. The user decided to continue the procedure on an alternative system. The most likely root cause for a focus defect is an emitter issue of the x-ray tube. The emitter and filaments are typical wear parts and limit the lifetime of the tube. The x-ray tube was exchanged as part of reactive service activity. After exchange of the x-ray tube the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefore, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.